Event description:
It was reported to tyco kendall in 2001 that a clinician has experienced a needlestick. It was reported that a peg on the lid of a gatorguard jr was broken off. During disposal, clinician was stuck with a needle that was vertically sticking out of sharps container.